Manufacturer narrative:
The referenced driveline replacement was reported under medwatch MFR report# 2916596-2015-00294. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had traveled to (B)(6), and called in to report a driveline fault alarm had occurred again. The patient was directed to a local hospital by the manufacturer¿s european team member and a log file was able to be obtained. The log file was reviewed and upon analysis a true driveline fault alarm was confirmed. The two system controllers in use with the patient were upgraded with a new software version. The patient has been using an ungrounded cable since the previous driveline replacement on (B)(6) 2015, where the entire external portion of the driveline was replaced. No additional information was provided.

Manufacturer narrative:
The reported driveline fault alarms were confirmed through the evaluation of the submitted system controller log files; however, a specific cause for the alarms could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not conclusively be established. The submitted system controller log files contains data from (B)(6) 2017 10:05:54 am through (B)(6) 2017 03:25:48 am. From 28sep2017 06:59:31 am through the remainder of the log file, a constant driveline fault and associated yellow wrench advisory alarm was captured. The captured events appeared consistent with a potential early driveline fault due to the sensitivity of the driveline fault detection circuitry. Despite the observed driveline fault alarms, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.